Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were no environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux and valve flux testing. The valve did not meet requirements for leakage, pressure flow, preimplantation and siphon control test. A tear was observed on the flange of the valve. It is unknown how this damage may have occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿ crystalline debris were observed inside the delta chamber of the valve. This may have been a possible reason for insufficient flow through the shunt causing the ventricle to not shrink enough. The instructions for use cautions, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion¿. DHR review of lot # e54319 did not indicate any deviations related to the complaint associated with this report. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implantation of the product, the cerebral ventricle did not shrink, so the device was replaced with another manufacturer's device. The physician noted that when they checked the product at the time of removal, they confirmed that both the valve and catheter operated normally. It was indicated that the patient's status at the time of the report was alive-with injury.